Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.